Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post computed tomography guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector that connected with drainage bag was allegedly fractured. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that sometime post computed tomography guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector that connected with drainage bag was allegedly fractured. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 12f navarre drainage catheter was returned for evaluation and one photo was provided for review. Gross visual, microscopic evaluations were performed on the returned device. A fracture was noted on the catheter hub. The edges of the fracture on the catheter hub were noted to be jagged. Therefore, the investigation is confirmed for the reported fracture issue and the photo review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.